Manufacturer narrative:
A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and a software application update was implemented to change the atrial sense lead configuration to off when the device is programmed to a non-atrial sensing mode. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker reached explant and then recovered. Initial analysis indicated that the device set elective replacement indicator (eri) twice, the first time was towards the end of a period of high rate atrial sensing. Shortly after the high rate atrial sensing subsided the device set to less than one year remaining battery status. Moreover, high rate atrial sensing can cause an increase in power consumption. It appeared that the high rate atrial sensing caused the device to set elective replacement indicator (eri) because of the increase in power consumption and to revert out of elective replacement indicator (eri) after the high rate atrial sensing subsided. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker reached explant and then recovered. Initial analysis indicated that the device set elective replacement indicator (eri) twice, the first time was towards the end of a period of high rate atrial sensing. Shortly after the high rate atrial sensing subsided the device set to less than one year remaining battery status. Moreover, high rate atrial sensing can cause an increase in power consumption. It appeared that the high rate atrial sensing caused the device to set elective replacement indicator (eri) because of the increase in power consumption and to revert out of elective replacement indicator (eri) after the high rate atrial sensing subsided. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.